Manufacturer narrative:
MFR 1020379-2017-00056 is associated with argus case (B)(4), corega tabs bio formula. Corega is marketed as polident in the us.

Event description:
Corega tab swallowed [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser 10791-02-001 (corega tabs bio formula) tablet (batch number t52d, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega tabs bio formula. On an unknown date, an unknown time after starting corega tabs bio formula, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs bio formula. Additional details, the reporter was the consumer's sister. It was unknown if corega tab was swallowed intentionally or accidentally.